Manufacturer narrative:
Internal report #(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill. Test strip UDI#(B)(4). Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4).

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 125-145mg/dl fasting. Verified the strips expired 10/31/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 94mg/dl and 96mg/dl fasting. Reviewed meter memory the 95mg/dl (B)(6) 2015 01:49:00 pm fasting:yes, the 75mg/dl (B)(6) 2015 01:48:00 pm fasting:yes, the 125mg/dl (B)(6) 2015 09:03:00 am fasting:yes, the 157mg/dl (B)(6) 2015 08:30:00 pm fasting:yes, the 140mg/dl (B)(6) 2015 07:35:00 am fasting:yes, memory concerns:75mg/dl. Customer read a back to back blood test and the meter read 75mg/dl and 95mg/dl.